Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 322641) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The pharmacist complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The patient was tested on the meter in the evening with a result of 4.4 inr. The result from the laboratory within an hour was 2.8 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient has not had any dietary changes and does not have any liver issues. There was no allegation that an adverse event occurred. Qcs were run on the meter in (B)(6) 2018 and passed. The meter and test strips were requested for investigation.